Manufacturer narrative:
Information was received which indicated the previously reported aortic regurgitation was specified as a moderate paravalvular leak. No additional adverse patient effects were reported. Patient codes: c51223 removed as it no longer applies. Device codes: c62876 added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: additional patient code and eval code-conclusion added. Conclusion: no procedural images were received for review. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The event description of paravalvular leak (pvl) does not indicate a potential manufacturing issue. Post-implant occurrence of pvl after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions. In this case, the insufficiency (pvl) was the result of the implant position of the valve too low in the patient¿s anatomy. Potential factors that can affect the accurate delivery of the valve include anatomy landmark visibility, patient calcification levels, compliance of the native anatomy, procedural complications, and tension applied on the delivery catheter system during positioning. The implant depth after deployment could not be further assessed and a root cause for the low position could not be determined. The potential root cause for this event of pvl, was due to the user implanting the valve too low in the patient¿s native annulus, which resulted in pvl that then led to the need for the patient to get a second valve implanted valve-in-valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that forty-four days after the implant of this 29-millimeter (mm) transcatheter bioprosthetic valve, aortic insufficiency was noted and medication was administered. Subsequently, at sixty days post implant, a 29 mm non-medtronic valve was implanted due to cardiac decompensation and aortic insufficiency. It was reported that the aortic insufficiency was due a low valve implant position. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID envpro-16; product lot/serial number unknown; product type: delivery catheter system; implant date na; explant date na product ID l-envpro-16; product lot/serial number unknown; product type: compression loading system; implant date na; explant date na updated/corrected data : b2, b3, b5, d8, d10, g1, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the reported multiple repositionings seemed related to the anatomic difficulties. Hospitalization occurred as result of the event and a coronary angiography performed. The patient was discharged 6 days later and the cardiac decompensation and new york heart association (nyha) functional class iii were reported as resolved.

Manufacturer narrative:
Additional information was received which indicated that the paravalvular leak (pvl) was now reported as having been severe and had occurred most likely due to the intrainterventional challenges. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the cardiac decompensation was most likely due to the aortic insufficiency/paravalvular leak. The patient suffered from worsening dyspnea and was in a generally reduced condition. If information is provided in the future, a supplemental report will be issued.